Event description:
A customer reported issues with a wake button that sticks or becomes unresponsive, a battery that depletes 30-40% per day, and a missing usb rubber door. The battery depletion was estimated to be around 18.70% per day according to internal records. The customer's blood glucose level was noted to be at 95, which is within the normal range. The customer declined further troubleshooting, and as the device is out of warranty, they are in the process of acquiring a new device. No additional follow-up information was provided.